Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue; unresponsive ok button with cover damage. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: during the investigation, the keypad cover was found to be peeling. Unrelated to the original complaint, the battery compartment was found to be cracked. The display was found to be dim with reddish text.